Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture concomitant products: 455cc mentor memorygel breast implant, catalog #3505455bc, serial number #(B)(4).

Event description:
It was reported that a (B)(6)-year-old female who had a 455cc mentor memorygel breast implant placed experienced a change in shape of the left breast, discomfort, stinging, and itching post procedure. When the device was explanted left sided rupture was confirmed. Bilateral prosthesis replacement with 560cc mentor memorygel breast implants was performed with explant.

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information was received on april 2, 2020. In addition to the issues reported previously, the patient also experienced ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 mentor became aware that it erroneously omitted the presence of a double bubble deformity with the supplemental report submitted on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).